Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. No prime alarms noted. The drive support was inspected and no anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 151 mg/dl at the time of incident. The customer's father stated that the rewind message occurred after an alarm. The customer's father stated that the insulin pump was not dropped or bumped. The customer's father stated that the drive support cap appeared normal. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.